Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: only the event year is known. Reporter is a j&j employee. Part #03.614.035 synthes lot # 7155720-06 supplier lot #7155720-06 release to warehouse date: 03 may 2013 supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The device minimum peak was at 1.777 nm which is lower than the accepted torque range of 2.05 nm- 2.45 nm. Torque test low is the reason for repair. The cause of the issue is torque test failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the torque failed calibration test low. This was discovered during evaluation. There was no patient involvement. This report involves one 2nm torque limiting handle with quick coupling . This is report 1 of 1 for (B)(4).